Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient was admitted to the hospital presenting with near syncope. Device interrogation revealed that the shock impedance was low (< 20 ohms), and a shock was delivered with ineffective energy. Subsequent in clinic evaluations demonstrated normal shock impedance values, and the impedance trend was stable over time. No noise was observed on the far field channels, and provocative maneuvers did not reproduce any abnormalities. Lead currently remains implanted. Should additional information be received, this file will be updated. Device currently remains implanted. Should additional information be received, this file will be updated.